Event description:
It was reported that a user experienced a prolonged low blood glucose while using a dexcom g7 with the ilet system, with the lowest continuous glucose monitor value of 43 mg/dl and an approximate five-hour duration, and the user self-treated with oral carbohydrates in the form of apple juice totaling about 27¿30 grams; the cause of the low was not understood by the user. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included interviews with the user and analysis of information they provided. Investigation of this case revealed insufficient information to identify a device-related problem, no specific device component implicated, and no findings available to determine a root cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.